Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had software error detected. Customer¿s blood glucose was 200 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement; it failed self test returning an unexpected hardware low level failures. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Unexpected hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. Pump error alarm found in the pump history due to software error.